Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer's blood glucose was 523-600 mg/dl and they were having trouble breathing due to the reported issue. Customer administered a correction injection of insulin to address the high bg and was taken to the emergency room (ER). Tandem technical support was unable to obtain type of treatment customer received in ER. However, treatment resolved the issue and there was no permanent damage to the customer. Customer was released from the ER later that day. Tandem technical support offered to complete a system check to identify the location of the blockage; however, the customer declined troubleshooting. The customer reverted to an alternate form of insulin therapy.